Manufacturer narrative:
H6 investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -6.5 diopter into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Claim # (B)(4).